Manufacturer narrative:
Additional information: the device was prepped per IFU with no issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: kinks were noted on the hypotube. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was stated that a 6f 3.5 ebu launcher guide catheter was attempted, but it was unable to cannulate and was removed. A 6f 3.0 ebu launcher guide catheter was then used instead. The lesion was pre-dilated. The 2.25x15mm resolute onyx was successfully implanted in the mid cx. A non-medtronic balloon was inserted and inflated in the mid lcx. A 3.5x12mm nc euphora balloon catheter was placed through the undeployed stent and used to deploy it in the lm / proximal lcx where it had dislodged. A 3.0x15mm resolute onyx stent was then deployed in the mid lcx and a 3.5x12mm nc euphora balloon catheter used to dilate the mid lcx. Patient age, date of birth, weight, ethnicity, race provided. Addex c, annex d codes added procedural image evaluation: procedural image review shows attempted delivery of a ronyx device through a previously deployed stent. The images show attempts at advancement of the ronyx through the previously deployed stent before retracting the device. No images of the stent dislodgement during attempted removal are provided. Images show stent was deployed in the area where it was dislodged. Provided ivus video was reviewed. It was observed that dislodged stent was initially not expanded. Images provided confirmed deployment of the non-expanded, dislodged stent with the balloon with no observed issues during deployment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion located in the mid left circumflex artery. The device was inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following a failed delivery. It was stated that the stent was not removed from the patient and a non-medtronic balloon was placed through the undeployed stent and deployed the stent where it had dislodged in the lm / proximal lcx. It was stated that a guideliner, balloon and 2.25mm onyx stent had crossed the proximal vessel fine so no issues with the 3.00mm onyx stent were anticipated. A pilot wire was in use. When passing the 3.00mm onyx through the vessel resistance was encountered in the proximal lcx. It was stated that the patient has a cto of the right coronary artery which is completely dependent on collaterals from the left anterior descending artery (lad) and surgery has now been considered the safest option. The patient was reported to be alive with no further injury.